Event description:
It was reported that a construction carpenter brought a metal electrical box into the MRI scan room. The magnetic field pulled the box from his hand and caused a deep cut to one finger and minor cuts to the palm and other fingers. The cuts required 10 stitches to close. Barricades and warning signs were posted outside the magnet room indicating potential danger of bringing in a metal object into the room. The magnet warning signs were also on the door of the magnet room. It was verified with the customer and the contractor that they were all aware of the safety procedures of a mr system. There is no evidence that the mr system malfunctioned. The affected person failed to abide by the safety procedures in place at the site.